Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This is an addendum to the initial emdr to document the allegations against the two ventralight st mesh (device 2 and device 3) and the alleged unspecified injury to the patient. This file reflects the ventrio st (device 1). An additional emdr will be sent for device 2 and device 3.

Event description:
Per legal complaint: it is alleged by the patient attorney that on (B)(6) 2013 the patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventrio st (device 1) it is alleged that on (B)(6) 2014 the patient underwent surgery during which the patient was implanted with an unspecified ventralight st (device 2 ). As reported, on (B)(6) 2016 the patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventralight st (device 3). Per legal complaint, "despite reasonable diligence, plaintiffs did not know, and could not have known, about the wrongful conduct by defendants in connection with her injuries on (B)(6) 2017."the patient is making a claim for an adverse patient outcome against the ventrio st (device 1) and two ventralight st (device 2 / device 3). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum: review identifies attorney alleges adverse outcome associated with all three bard/davol implants used to treat the patient information above was updated to document the correction.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2013 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol ventrio st (device 1) and two ventralight st. The patient is making a claim for an adverse patient outcome against the ventrio st (device 1). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."